Event description:
Responded to a cardiac arrest upon arrival CPR was in progress. Pt was put on monitor and was in pea then v-fib. Attempted to shock pt and the monitor would not charge and sent out a message to plug up the cables. The cable was initially plugged in. Second attempt was given with no change. Pt was then monitored by the AED and shocked with success. Pt went back into v-fib and tried shocking the pt with the lp12 monitor again and failed. A second crew arrived with another monitor and pt was treated and turned over to emergency dept with no compromise.